Manufacturer narrative:
The customer reported that there was no cot malfunction. The cot could not be examined because the customer could not determine which cot in their fleet was allegedly involved.

Event description:
It was reported that while lifting the cot, the cot began to tip and descend. The operator allegedly attempted to prevent the cot from tipping and felt a pain in the lower back and leg. Reportedly, the operator received prescription medication. No adverse consequences to the pt are reported.